Event description:
It was reported that patient presented to the hospital with complaints of chest pain. Device interrogation revealed stable lead measurements. An echo was performed revealing pericardial effusion but it was unclear which lead caused the pericardial effusion. The pericardial drain was in place to collect the fluid. Repositioning both the ra and rv leads was planned however, the helix would not extend. Both leads were explanted and replaced. The patient was in good and stable condition post-procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. A lead tip stiffness test was performed and the lead was found to be within specification.